Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced infusion sets blockage located at site after 3 or more hours insertion. Insertion site was abdomen. Customer regularly rotate site location. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. Customer changed supplies as necessary and resumed insulin therapy.' No further information available.